Event description:
The customer reported that the insulin pump did a reset while he was priming the device. The customer then verified that the device would count down and then when he attempted to rewind the insulin pump it starts to reset again; the device did the same process several times. Advised the customer to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. Monitored for 24 hours and no unexpected reset alarm noted. However, the device alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The unit had cracked display window corner and scratched lcd window.